Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used the same day (patient gender, age and weight unknown). According to the complainant, it was reported that the guidewire was not able to be inserted into the wire port of cre. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be na.

Manufacturer narrative:
No consequences or impact to patient. Insertion difficulties. The complaint device was returned for evaluation without a protective sleeve and with the stopcock. A visual examination of the cre balloon revealed that the balloon profile was wing-folded. The wire was found to be damaged at the distal tip, indicating that there may have been difficulty encountered during use. A functional evaluation indicated that the guidewire could easily be removed from and inserted to the catheter. The cause of the reported malfunction could not be determined. The device history record (DHR) for this batch number was reviewed and confirms that this device met all material, assembly, and performance specifications. A search of the complaint database revealed no additional complaints reported for this lot.